Event description:
The patient was implanted in 2002, with an extended lead vented electric lvad. In 2003, the manufacturer was notified of a recurrent power limit advisory alarm and a "laughing" sound coming from the lvad. The patient's beat rate in auto was in the 70's bpm with a blood pressure of 100/70. The maximum beat rate reported by the hospital since implant has been in the 80 bpm range with maximum blood pressure in the 130's systolic. Manufacturer personnel listened to the lvad over the phone, and noted a squealing sound with stuttering and grinding. No excessive black dust was noted on the lvad vent filter. Waveforms and a vent filter were sent to the manufacturer for analysis. The patient was switched to pneumatic actuation of the lvad using a stroke volume limiter and drive console.